Event description:
The customer reported that during dry run drug infusion testing for a clinical trial between dates 06jan21and 12jan21, the hospital clinical staff reported that there was excess residual drug product remaining in the vial after utilizing a pump for infusion on (B)(6) 2021 and (B)(6) 2021. Two tests were performed ¿ one on (B)(6) 2021, one on (B)(6) 2021. Actinium is requesting that the manufacturer attempt to replicate the testing done by the hospital clinical staff and report the results. In addition, actinium is requesting for the calibration of this pump be validated and verified for accuracy. No patient harm was reported.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 03mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, the patient demographics were not provided.

Event description:
The customer reported that during dry run drug infusion testing for a clinical trial between dates (B)(6) 2021 and (B)(6) 2021, the hospital clinical staff reported that there was excess residual drug product remaining in the vial after utilizing a pump for infusion on (B)(6) 2021 and (B)(6) 2021. Two tests were performed, one on (B)(6) 2021, and one on (B)(6) 2021. Actinium is requesting that the manufacturer attempt to replicate the testing done by the hospital clinical staff and report the results. In addition, actinium is requesting for the calibration of this pump be validated and verified for accuracy. No patient harm was reported.